Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the luer adapter of one device was cracked resulting in sample leakage onto the patient and the healthcare worker's clothes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.a medical device type: jka. D.2.b common device name: tubes, vials, systems, serum separators, blood collection. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.